Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the operator was doing a y90 dosage and realized there was no suture after performing the double click sequence. He was worried about the footplate migrating below the knee, so they took pulses for confirmation. Pulses were fine so it seems there was no footplate to begin with. Also, no green tamp tube found. The estimated blood loss was less than 250cc. Additional information was received on 13mar2025: hemostasis was achieved by manual compression. The patient was stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: lead ir tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.